Event description:
The customer reported erratic and imprecise troponin I (access accutni) results, for two patients, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system and access accutni calibrator. This is report three of three referencing the patient on the event date noted. Subsequent analysis of the patient¿s sample, on the same instrument, produced a result within the risk stratification. The imprecise results (analyzed in duplicate) were not released out of the laboratory. The customer indicated the repeat result was reported to the hospital. There was no report of patient consequence or change in patient treatment associated with this event. The customer indicated quality control (qc) recovery was within the laboratory's established ranges. The event was reported as part of beckman coulter marketing survey program (msp) for accutni. The customer did not provide any information indicating an increase in occurrence or an instrument malfunction.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. A definitive cause of the incident is unknown. All related medwatch reports associated with this incident: 2122870-2013-00560, 2122870-2013-00561, 2122870-2013-00562.